Manufacturer narrative:
(B)(4). Evaluation summary: since no product was available for evaluation, no engineering analysis could be done. It is also not clear if the nail cap was completely secured by threading in all the threads into the nail. No device was received for evaluation. The device history records and purchasing certifications for the cap are intact and conforming and indicate that manufacture occurred according to specification. Device passed test criteria, including a check of thread form. From the info provided, there is no indication of product or material nonconformity.

Event description:
It is reported that the device was implanted on (B)(6) 2004. On (B)(6) 2004, x-ray revealed that the itst nail cap came off the nail. Surgeon does not plan to reoperate as the pt is (B)(6).